Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 270 mg/dl; cause was unknown. Customer delivered a correction bolus, and administered a manual injection of insulin in an attempt to address the issue. Once admitted into the ICU, the customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged from the ICU on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.